Manufacturer narrative:
FDA medwatch reference number: mw5083126. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal multiple tampons have fallen apart leaving pieces inside. She manually removed the tampon pieces.